Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported pump migration and patient symptom are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort in his scrotum, stating that the tubing connected to the pump was too prominent and was uncomfortable. A surgical procedure was performed during which the physician identifies that the tubing length was not adequately long enough which contributed to the pump migrating higher in the scrotum. No components were removed; the physician only elongated the tubing. No additional patient complications were reported.